Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a damaged or open unit package/seal where sterility was compromised. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "when we open the box we realize that there are needles with the seal as if they had been opened."

Manufacturer narrative:
The following fields were updated due to additional/corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a damaged or open unit package/seal where sterility was compromised. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "when we open the box we realize that there are needles with the seal as if they had been opened." D.4. Medical device lot #: 2116518. D.4. Medical device expiration date: 2027-04-30. H.4. Device manufacture date: 2022-04-26.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a damaged or open unit package/seal where sterility was compromised. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "when we open the box we realize that there are needles with the seal as if they had been opened."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for torn unit labels was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of torn unit labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode torn unit labels. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "when we open the box we realize that there are needles with the seal as if they had been opened."